Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, during a myosure reach procedure, the physician reported after a hysteroscopy was performed, a myosure reach was inserted through the cavity, and almost immediately after depressing the foot pedal, she noticed several fragments of an unknown material swirling around in the cavity. The physician used hysteroscopic graspers to retrieve the pieces and continued to resect a fibroid with another myosure reach device. No patient injury reported, and the procedure was completed with the second device. No other information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted, and the disposable was working as intended, the blade was reciprocating and returning to the closed position when the foot pedal was released. Additionally, the internal inspection was conducted and there is no evidence of foreign material, excessive friction, or something that could have caused the reported failure mode. Hence, the complaint cannot be confirmed. This observation will be monitored and trended.